Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's joint being a little too tight; the surgeon performed the revision to switch to a smaller size.